Manufacturer narrative:
UDI not required. Legal manufacturer: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib) was replaced to resolve the reported issue.

Event description:
The hospital reported that the full checkout test is not getting started. The device was giving the error message to "ventilate manually!" There was no report of patient involvement.